Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Ts asked the customer to remove the powervar from the analyzer circuit and asked if they can get bio-med down to install another power surge device for continued electrical protection. The most probable cause of the reported event was an electrical surge.

Event description:
On (B)(6) 2015 the customer reported an electrical failure with their hlc-723g8 analyzer. Customer reported that they had severe storms going thru and they lost power and now the g8 is doa. Found that power coming from the powervar surge device is the cause. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.